Event description:
Allegedly, patient suffering from mom complications. Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: fluid; hypersensivity reaction. (Left).